Event description:
It was reported to nova biomedical that a consumer received high blood glucose results and administered insulin based on those high readings. He subsequently experienced a hypoglycemic event. The blood glucose meter was reading high (434 mg/dl) and the hospital reading was considerably lower (86 mg/dl). During the call to customer service, it was revealed that the consumer stores his blood testing supplies in the kitchen and had no control solution supplies, which is against the directions for use of the blood testing device. These practices can compromise the integrity of the test strips. Consumer education took place at the same time of the original call. No product will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.